Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident and current blood glucose level was 101 mg/dl. The drive support cap was normal. The customer was treated with intravenous glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.